Event description:
It was reported that balloon rupture occurred. The patient presented with internal shunt stenosis and underwent percutaneous transluminal angioplasty. The 90% stenosed target lesion was located near a shunt anastomosis in the moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.